Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A healthcare professional reported that the patient was hospitalized from (B)(6) to (B)(6) 2024 due to an inflamed stoma. The patient was treated with oral unspecified antibiotics and the tubing was replaced due to an infected stoma site. After the patient was discharged from the hospital, the patient was prescribed antibiotics for another 24 days and the inflamed stoma had healed.